Manufacturer narrative:
Updated: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a bicuspid aortic valve. During the attempted implant of a transcatheter valve, after advancement of a non-medtronic sheath, the delivery catheter system (dcs) was unable to advance through the left external iliac artery (eia). Subsequently, an access site dissection and perforation occurred at the left eia, and the patient¿s blood pressure dropped. Surgical repair was then initiated with the placement of a stent, and the patient was hospitalized. Per the physician, the dcs capsule or inline sheath caused the dissection. Additional information was received indicating that, per the physician, the primary cause of the vascular injurywas the dcs capsule. The guidewire did not contribute to the injury. The procedure was not completed and a new valve was not placed at that time.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (B)(6); product type: 0195-heart valves; implant date: na ; explant date: na, product ID l-evolutfx-34 (lot: 0012492279); product type: 0195-heart valves; implant date: na; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a bicuspid aortic valve. During the attempted implant of a transcatheter valve, after advancement of a non-medtronic sheath, the delivery catheter system (dcs) was unable to advance through the left external iliac artery (eia). Subsequently, an access site dissection and perforation occurred at the left eia, and the patient¿s blood pressure dropped. Surgical repair was then initiated with the placement of a stent, and the patient was hospitalized. Per the physician, the dcs capsule or inline sheath caused the dissection.